Manufacturer narrative:
Device evaluated by manufacturer - examination of the returned complaint device revealed that the imaging window sheath tube was detached from the blue sheath at the lap joint. The imaging window sheath was found stuck in model-6f mach 1 introducer. The guidewire is also jammed in the introducer. No other issues or defects were observed during product analysis of the returned device. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MFR ID # 2134265-2013-09502. It was reported that during a percutaneous coronary intervention, tip separation occurred. Vascular access was gained via the right femoral artery with a 6fr mach1 vl3 guide catheter. The 90% stenosed target lesion was located in the mildly calcified first diagonal (d1) artery. The opticross catheter was advanced over a non-bsc guidewire, however the guidewire was not advanced deeply enough into the target lesion. The opticross was removed and the guidewire was advanced to the periphery, and then the same opticross catheter was inserted again. Imaging pullback was performed without issue. Upon removal of the opticross catheter the outer sheath 20mm from the distal end of the catheter detached from the device. Angiography confirmed that the distal section of the device was located in the distal lesion inside the patient. A non-bsc foreign object removal device was chosen to remove the detached distal section. A non-bsc guidewire was advanced with the support of a non-bsc micro catheter however the guidewire was unable to cross the lesion, the guidewire was exchanged for another non-bsc guidewire and was advanced to the detached opticross section and the section was removed. Since there was a possibility that the proximal side of the detached catheter remained in the guiding catheter, the physician inserted an emerge 2.5x30mm balloon catheter, but failed to advance to the distal end of the guiding catheter. When the removal of the entire system was attempted, the distal marker of the opticross catheter moved, so the entire system was withdrawn to the aorta carefully. A second opticross catheter was prepared outside the patient, prior to insertion into the patient the outer sheath detached 20cm from the distal end. Another opticross catheter was inserted from the left femoral artery. Imaging was performed and it was confirmed that there was no remaining device fragments in the target lesion. The whole system and the catheter were removed from the patient. When the system was checked, the physician could not remove the detached device from the guide catheter. A 2.5x12mm non-bsc stent was advanced and deployed in the target lesion. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR ID # 2134265-2013-09502. It was reported that during a percutaneous coronary intervention, tip separation occurred. Vascular access was gained via the right femoral artery with a 6fr mach1 vl3 guide catheter. The 90% stenosed target lesion was located in the mildly calcified first diagonal (d1) artery. The opticross catheter was advanced over a non-bsc guidewire, however, the guidewire was not advanced deeply enough into the target lesion. The opticross was removed and the guidewire was advanced to the periphery, and then the same opticross catheter was inserted again. Imaging pullback was performed without issue. Upon removal of the opticross catheter the outer sheath 20mm from the distal end of the catheter detached from the device. Angiography confirmed that the distal section of the device was located in the distal lesion inside the patient. A non-bsc foreign object removal device was chosen to remove the detached distal section. A non-bsc guidewire was advanced with the support of a non-bsc micro catheter however the guidewire was unable to cross the lesion, the guidewire was exchanged for another non-bsc guidewire and was advanced to the detached opticross section and the section was removed. Since there was a possibility that the proximal side of the detached catheter remained in the guiding catheter, the physician inserted an emerge 2.5x30mm balloon catheter, but failed to advance to the distal end of the guiding catheter. When the removal of the entire system was attempted, the distal marker of the opticross catheter moved, so the entire system was withdrawn to the aorta carefully. A second opticross catheter was prepared outside the patient, prior to insertion into the patient the outer sheath detached 20cm from the distal end. Another opticross catheter was inserted from the left femoral artery. Imaging was performed and it was confirmed that there was no remaining device fragments in the target lesion. The whole system and the catheter were removed from the patient. When the system was checked, the physician could not remove the detached device from the guide catheter. A 2.5x12mm non-bsc stent was advanced and deployed in the target lesion. No patient complications were reported and the patient status is good.